Manufacturer narrative:
Testing procedures with prism hcv reagent lot 37827li00 could not be performed as the lot has expired. No returns were made available from the customer site. The performance of this lot was investigated by completing a review for non-conformances or deviations related to the likely cause lot. This review did not reveal any events or issues that may have impacted the performance of the lot in relation to the complaint issue. The abbott prism instrument the customer used (s/n (B)(4)) was de-installed on 01 december 2015. Review of the abbott prism analyzer, list 06a336-10, serial number (B)(4), service history was performed. No issues related to instrument operations were identified that could have contributed to the issue under evaluation. Analyzer performance is acceptable. All reagent lot numbers the customer could have "been used" before (B)(6) 2014 are now expired. Ticket searches determined that there is a normal complaint activity for the likely cause lot. The tracking and trending report review determined that there are no related adverse or non-statistical trends. Based on this data, the product is performing as intended and no product issues were identified. The abbott prism hcv assay package insert and the abbott prism operations manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no deficiency or deterioration in the characteristics and / or performance or any inadequacy in the labeling or instruction for use of the device identified. The frequency of occurrence for (B)(6) results is less than one in one million and no further action is required. Further, an expanded investigation was initiated on 20 may 2016 to further evaluate performance of the prism hcv assay, list number 06a52. The investigation identified no nonconformance and no indication of a potential problem which requires corrective or preventative actions. This report is being filed on an international product, list number 06a52 manufactured in (B)(4), that has a similar product distributed in the us, list number 06d18, manufactured in (B)(4).

Event description:
On november 15, 2018 abbott laboratories (B)(6) received a user report (B)(4) sent by (B)(6) to competent authority and manufacturer about potentially (B)(6) prism anti-hcv result comparing to roche cobas (B)(6) result. Sample ID= (B)(6) generated (B)(6) results (22,0/ 21,72/ 22,26 coi) when initially tested on (B)(6) 2018 on roche cobas. Sample was sent to (B)(6) for confirmatory testing. The following confirmatory testing results were reported by (B)(6): immunoblot: questionable. Blood products donated: none. Return sample available: no information available. There is no other information such as donor age/date of birth and gender provided within user report. During retrospective investigation performed by (B)(6), archived sample ID= (B)(6) of the affected blood donor was pulled from the archive and sent to (B)(6) on (B)(6) 2018 for confirmatory testing. This sample generated (B)(6) result when tested on both abbott prism (reagent lot # 37827li00) and nat system back on (B)(6) 2014. The following confirmatory testing results were reported by the (B)(6) on november 14, 2018: immunoblot: questionable (B)(6). Blood products (ery, ffp) from the donation on (B)(6) 2014 were provided to the health care providers. Retrospective investigation completed as no more archived samples available for the donor. Note. This vigilance report was received post de-installation of the abbott prism analyzer. This note is being added to clarify the data associated with this ticket. The data is associated with the testing of archived samples. Samples that originally tested (B)(6) by prism were stored. The samples have subsequently been pulled and tested by (B)(6) using roche and by (B)(6) using various alternate (B)(6) methods, including architect. This testing is being performed as part of a study by (B)(6) due to performance differences they are experiencing between roche (current method) and prism (past method) for (B)(6). None of the results, whether by (B)(6) roche testing or (B)(6) architect testing, are being used for donor management.